Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6- medical device problem code, component code. Investigation ¿ evaluation it was reported that 3 wires of an ngage nitinol stone extractor's basket were noted to be broken after opening the distal end, prior to an unspecified procedure. The device did not make patient contact. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned in an open package with label. Handle in open position. Collett and mlla were tight and pett tubing was present. All three basket wires pulled free from basket sheath, shrink tubing damaged. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Since there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of the IFU t_shef_rev1 provides the following information: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, and dry place. Based on the available information, and the results of the investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: customer occupation = logistic department. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that 3 wires of an ngage nitinol stone extractor's basket were noted to be broken after opening the distal end, prior to an unspecified procedure. The device did not make patient contact. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Preliminary investigation of the returned device showed all three basket wires were pulled free from the basket sheath and the shrink tubing appeared damaged. Additional information will be provided once the investigation is completed.